Manufacturer narrative:
A1: additional information was received that th error occurred during testing. No patient was present.

Manufacturer narrative:
One cadd solis vip pump was returned with a damaged lens. The event history log was reviewed and there were "cannot start pump" messages. Sensor and functional tests were performed and the reported issue was unable to be duplicated. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed occlusion upstream. There was no reported adverse event.